Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation the device was visually inspected and no defect was found. Performed a voltage test and passed. Performed pairing test with (B)(6) bluetooth device and passed. Tested on transmitter functional testing and passed. Share log review showed a loss of connection was found in log. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. The reported event of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.